Manufacturer narrative:
H10 h3, h6: the device was used in treatment and case log files and screenshots were returned for evaluation. DHR review found that the software version has been validated. A complaint history review found similar reports, this issue will continue to be monitored. The case screenshots and log files were reviewed. In execution states, the navio software converts the bone model generated in the free collection state to a workpiece, i.e. The model which can be used in the execution states. In this conversion, the calculations can generate a slight tolerance of the workpiece which can then be refined away via the refine states in bone removal. In the bur cut guide state (twin peg guide) the system generates a white tibia workpiece that also has the two post locations as located by the surgeon in planning and cut guide planning. These post holes appear in the color layering schematic as follows, purple = 3+mm, blue =2mm green =1 or less mm, white = target surface, red= below target. As the surgeon only needs to bur the two post holes to place the guide, only the two post holes are color coded. Upon review of the screenshots, it shows the surgeon was able to bur the post holes for the tibia cut guide, but the slight red areas around the post holes could be attributed to the tolerance of the workpiece. As the larger tibia workpiece is white and not modeled in the color schematic, the surgeon could have touched the bur, non-spinning, to the bone attempting to locate the post hole and the surface could turn red. Moreover, this area that is noted as red is above the tibia cut plane, and will subsequently be removed with a saw when the surgeon makes the tibia cut after placing the guide. There can be very small differences between the bone model and the actual bone at the surface level that would present in this manner. There was no defect or software error in this case, no problem found.

Event description:
It was reported that when burring holes for tibial cut guides, it was showing bone removal on the rim of articulation cartilage outside of the bur holes in speed control and there was no issue with burring actual posts. Delay of less than 30 minutes was reported and no injury or patient impact was involved.